Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time. It was also referenced that the patient underwent a gynecological procedure on (B)(6) 2009 and bs lynx and bs uphold were implanted.

Manufacturer narrative:
It was reported that the patient has undergone multiple surgeries and revisionary procedures, including mesh removal surgeries on (B)(6) 2010 & (B)(6) 2007. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).